Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2010 due to mesh erosion.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that approximately 1-2 months post implantation, patient experienced mesh erosion with rectal bleeding, vaginal pain and dyspareunia. It was recommended by md to have mesh removed. (B)(4). Dyspareunia.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)